Event description:
It was reported that pump housing and usb port were damaged, with loose connection at silver usb port that required holding pump in a certain way to charge and affected ability to charge, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to allow battery to fully deplete and return problematic pump within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.